Manufacturer narrative:
Other devices used: catalog #621200120, nkii coated resurfacing tibial baseplate, lot #60572606. The devices reported were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral component, tibial component, or articular surface. Operative notes from the primary surgery indicate the knee was stable to varus and valgus stress with trial components. The femoral and tibial components were implanted press fit without bone cement. Operative notes from the patient¿s revision surgery state that the knee was stable to varus and valgus stress after trialing with the new insert. The notes state there was some osteolysis around the screws but the osteolytic area was packed with bone putty after removal of the screws. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #627601616, nkii durasul ultra congruent tibial insert, lot #61904848. Catalog #621200120, nkii coated resurfacing tibial baseplate. This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient is experiencing numerous unknown complications and extensive follow up treatment after revision surgery.